Manufacturer narrative:
(B)(4). Concomitant medical products: item#: unk, item name: 2:1 cutter, serial: (B)(4). Item#: unk, item name: unk cutter, serial: (B)(4). Item#: unk, item name: 1:5 cutter, serial: (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet. Once the product is returned and the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that the mesh plate was damaged on the right side. The event timing was unknown and apparently the device was not used by the hospital. There was no harm or delay reported. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the comb was damaged and was replaced and resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
No additional event information available.